Event description:
A cornea laceration occurred during this case. During cornea extraction the cataract tissue occluded the phaco tip which decreased the flow of fluid to the pt and a burn/laceration occurred to the pt's cornea. Dr repaired.